Manufacturer narrative:
(B)(4) date sent: 10/31/2023. Atch # 965a83 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45g reload was returned unfired with the reload pan partially dislodged from the right proximal side. In addition, 4 double drivers missing and 1 double driver out of position, making the reload non-functional. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge.  A manufacturing record evaluation was performed for the finished device batch number 965a83, and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopic upper lobectomy, unexpected sound was heard from the root of the cartridge. The device was used on the lung. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.